Event description:
It was reported that the patient presented remotely via merlin.net after receiving inappropriate shock therapy. Review of the transmission revealed that the right ventricular lead pacing impedance was low and a false alert of ventricular fibrillation was noted. Lead dislodgment was confirmed via fluoroscopy. The lead was oversensing p waves in the right atrium. The physician attempted to reposition the lead but the helix was unable to be extended. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, inappropriate shock stimulation, low lead impedance and far p waves oversensing. Final analysis found, a complete lead was returned in one piece with the helix found retracted/bent and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix bent and overtorque of the inner coil consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event was isolated to the helix stretched/bent and clogged with dried blood/tissue and overtorque of the inner coil. The reported events of low lead impedance and far p waves oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.